Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 instrument, and identified the failure mode as multiple hardware. The fse replaced the flow cell, installed new carbon bridge, cleaned/flushed ise tubing with bleach solution, cleaned dirty waste sump and waste exit sump with bleach solution which resolved the issue. Age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) patient results including sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) and calcium (calc) with quality control (qc) issues on their unicel® dxc 600 instrument. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.